Manufacturer narrative:
Returned device was received in good physical condition but had a scratched screen. During the evaluation of the device, the device was double beeping when it started. The downstream sensor was fault and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was alarming "double beep no cassette" during testing. There were no reported adverse events.